Event description:
Depuy summit stem, pinnacle cup hip replacement installed in (B)(6), 2009. It started to partly dislocate (popped out and went back in place) in a standing position six months later. This occurred approx. Twice/month for a yr. It also did this in a sitting position three or four times and once when turning over in bed. Three times in the past eight months it dislocated further and took longer to go back into place-up to fifteen mins, which caused damage to supporting muscles. This took six weeks to strengthen back after the last occurrence. These occurrences happened as a result of turning around (pivoting). The pt is very active, going to low-impact dance and exercise classes daily. The prosthesis never dislocated while the pt was in motion, but did so twice after stretching, so this was avoided after the second such occurrence. Other than at the time of the dislocations and resulting muscle damage, there is no ongoing pain associated with the problem. Metal levels were tested in (B)(6) of 2010. The cobalt and chromium levels were found to be ten times the normal level at that time, but this was not reported to the pt until (B)(6) 2011, with no explanation of that time, but this was not reported to the pt until (B)(6) 2011, with no explanation of why. An MRI was done at the pt's request, in (B)(6) 2011 and fluid was reported around the site. A revision surgery is being done at (B)(6), by the same doctor.